Event description:
It was reported that the customer had excessive no delivery alarms. It was also reported that their was condensation under the insulin pump display screen.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.